Event description:
It was reported that this event involved a male patient, "pre coronary artery bypass graft (CABG)." While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath via the right femoral artery. As the md was inserting the iab into the sheath, it became stuck and could not be advanced into the artery. The md could not remove the iab from the sheath and as a result, the sheath with the iab was removed as one unit. A second iab was used with success. There were no reported patient complications.